Event description:
It was reported via repair work order that the ground path on the power cord was compromised due to damaged power prong. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.